Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the in event summary between the time device was put into pacer mode at 16:56:51 to 17:08:07 there is no rhythm strips present. Device was in clinical use at time of event, however no patient harm reported. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided. The reported issue could not be confirmed since no evaluation was performed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to multiple attempts to obtain additional information.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx device was in pacer mode and there in no rhythm strips present during a patient resuscitation. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.